Event description:
In 2001, the international distributor informed the international rep of the following: physician tried to flow saline solution after sticking the needle to the product, but the solution did not flow out from the catheter. The physician checked the silicone septum by sticking needle to this part several times and found in some part, the solution could flow but in other parts, it could not flow.